Manufacturer narrative:
(B)(4). UDI = (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agency contacted physio-control to report that their customer's device had a very bright display. The reporter provided photographs of the device to physio where it was also observed that the led for the on button was lit. Physio reviewed this information and determined that this type of device behavior is indicative of a lockup condition that could prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but did not observe a lock-up condition.  Physio did observe, however, that shortly after powering the device on that the display would completely light up, becoming bright and illegible.  As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be able to be seen by a device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered if it were necessary.  The device would charge and shock when prompted during testing. Physio then determined that the cause of the reported issue was an inoperative integrated circuit (ic) chip, designator u36, on the digital pcb assembly. The customer was provided with a replacement device.